Event description:
The patient had a primary knee surgery on (B)(6) 2022. Subsequently, the patient came in reporting instability. On (B)(6) 2023, the surgeon revised the 12mm insert with a 17mm insert. On (B)(6) 2023, the patient came in reporting pain due to a torn quadriceps tendon resulting from an action of the patient. The surgeon repaired the tendon and revised the 17mm insert with a 20mm insert but the insert would not fully seat onto the tibial tray. The surgeon used another 20mm insert with the same lot number and it seated with no issues. The surgery was completed successfully. On (B)(6) 2024 the patient suffered from poor patellar bone tracking and a femoral components in too much varus and the cause is unknown. The surgeon revised the femur and insert (as per standard procedure). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 july 2024: lot 2108353: (B)(4) items manufactured and released on 30-sep-2021. Expiration date: 2026-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.